Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 03/15/2016 to reported that the receiver did not display bg values for one hour on (B)(6) 2016. No injury or medical intervention was reported.